Event description:
Dexcom g6 continuous glucose device switched their adhesive and my skin gets irritated enough to bleed and sometimes form pustules. Called them on the date above about the issue. They suggested using 'skintac' and calling my doctor about the skin issue (who prescribed triamcinolone). The issue is still ongoing. I used the dexcom g6 and g5 models for years before they changed the adhesive with no issue. FDA safety report ID# (B)(4).